Manufacturer narrative:
Qc was requested but not provided. The customer stated that qc is run in the morning and afternoon, and did not indicate an issue. A bci field service engineer (fse) replaced both the na measuring and reference electrodes. Fse verified performance. Associated with mdrs number: 2050012-2011-00994 and 2050012-2011-00995.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low sodium (na) results on 7 patients generated by the unicel dxc 600 pro synchron chemistry analyzer. The results were reported out of the laboratory and questioned by the physician. The physician requested the customer to recalibrate and repeat the sample runs. The samples were repeated and higher results were obtained. Qa reviewed the data and found that chloride (cl) results were low on (patient 6 and 7) and repeated; however, the customer did not amend cl results. Patient treatment was not impacted by this event.